Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 48 mg/dl at the time of event and current blood glucose level was 175 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for high blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they did not used to auto mode feature at the time of event. The device will not be returned for analysis.